Manufacturer narrative:
Interaction panel mainboard was replaced.

Event description:
Hamilton medical ag received the following description from the distributor: as soon as the user selects the night mode, the screen becomes completely dark. The screen brightness can only be changed between 47% and 50%. If the brightness is set below 47%, the screen goes black immediately.